Manufacturer narrative:
No pt's injury was reported during the initial visit. Several attempts were made to contact the facility and obtain more info and no response was rec'd. On july 12, 2006, add'l info indicating that the dialysate infusion was 450 cc less than the set flowrate, and the pt fluid was 500 cc more than the set value changed the initial eval on reportability.